Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A review of the downloaded receiver log showed no data within the investigation window. Communication tool audio/vibration tests were performed and they passed. "Try it" manual tests were performed and the tests passed. An intermittent vibration test was performed and the test passed. Functional testing was performed and the and there was no failure detected. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The reported event of a an intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.